Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #348a; serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "fiber card not permitting function" could not be confirmed. A cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while, using the surgical fiber during a prostate procedure, "lasering at t120 watts the console went to standby with an error of 171. When the laser returned to the main screen it said that the fiber was expired" at 108,271 joules of use. The procedure was completed using a second fiber. Patient outcome: "okay, no harm to patient."